Event description:
A malfunction on the pump was reported by the caller, whose child is currently at camp, making verification difficult. The reported malfunction code was malf 16. There was no information provided on whether the malfunction impacted the customer's blood glucose level, as the caller was unable or declined to answer. The caller was informed that they would receive a replacement pump with updated software, and backup insulin therapy would be provided using a travel loaner pump. The caller also received instructions on handling the faulty pump and acknowledged understanding the replacement process and necessary actions.